Event description:
Per the surgeon, the patient¿s sleeper device was explanted due to a mrsa infection not related to the device. The patient was explanted (date nor reported) and the primary device is still implanted and without infection.